Event description:
Followup information about the patient received: subject was subsequently re-hospitalized on (B)(6) 2015 due to an episode of hemoptysis. Symptoms improved during hospital stay. Upon medical assessment, her symptoms and presentation were determined to be consistent with the placement of the stent on her last admission. Subject discharged (B)(6) 2015 with home care services.

Event description:
A galil medical cra received a call on the sae hotline at 6:22am central on (B)(6) 2015. The clinical study manager at (B)(6) hospital reported a sae in subject (B)(6). Subject underwent a cryoablation as part of the solstice study on (B)(6) 2015 and post-procedure, a small left-sided pneumothorax was noted. A chest tube was placed which prolonged the hospitalization. (B)(6) reported they are categorizing the event as a ctcae grade 2. Subject is still in hospital thus no information is available at the time of this submission about sae resolution.

Manufacturer narrative:
Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a lung cryoablation procedure and is identified in the labeling as a potential adverse event.

Manufacturer narrative:
Galil medical received additional followup information about the subject. The subject was re-hospitalized due to an episode of hemoptysis. Medical assessment determined that the symptoms and presentation were consistent with the placement of the stent on the subject's previous admission and not related to the cryoablation device/procedure. The subjects symptoms improved and the subject was discharged with home care services.